Event description:
It was reported that the customer experienced issues with the touchscreen of their pump, noting that the screen required several taps or took longer than expected to respond to input. There was no reported impact to the customer¿s blood glucose level. Technical support was unable to follow up for additional information and documented the report received via email.